Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, device distortion occurred when the valve infolded. The patient had increased aortic regurgitation (ar) after transcatheter aortic valve replacement (tavr), therefore aortic valve replacement (avr) was performed for the subsequent heart failure. One month after tavr, the patient could not be extubated and died of pneumonia. Per the physician, there was a causal relationship between the death and the procedure but not the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant procedure, the valve was implanted on the first implant attempt, and severe aortic regurgitation was observed due to poor expansion of the valve. A post implant balloon dilatation was performed but the valve did not expand at all. A procedural delay resulted from the valve infold. The valve was explanted and a surgical bioprosthetic valve was placed. Per the physician, the patient's bulky calcification contributed to the valve infold. It was unknown if the valve caused or contributed to the patient's death.

Manufacturer narrative:
Updated data: b5 d4 continuation of d10: product ID d-evolutfx-34; product lot/serial number (B)(6); product type: delivery catheter system. H4 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.